Event description:
It is reported that the surgeon has had the poly hangover medially when he has used a size 3 tibial plate with a size d femur/art surf. He shaved off some of the side of the poly due to concerns about potential soft tissue impingement.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: no product received for evaluation. Also, x-rays are not available for review. Lot number of the device is not known, so device history records could not be reviewed. It is reported that the surgeon had the poly hangover medially when he used size 3 tibial plate with a size d femur/articular surface. Articular surface is expected to overhand the tibial plate during motion and it is a design trade off for the mobile bearing knee over the fixed bearing knee. The combination of tibial plate and femoral component sizes used will result in more overhang than size 5 tibial plate with size d femur/articular surface. Per product history, overhang has not been a problem and there is no problem with the devices. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.